Manufacturer narrative:
Conclusion: a frame loop entanglement can occur based on the orientation of the frame loops of the valve and tabs of the delivery catheter system (dcs) to the patient anatomy or based on the angle of deployment between the valve frame and the dcs. Potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. Most likely the cause of the reported dislodged valve was the use of the snare to detach the valve from the dcs, which reportedly caused the valve to move from the targeted location. Per the instructions for use (IFU) the use of a snare is not recommended. Dissections and perforations are known potential adverse effects that can occur during any invasive procedure, and do not indicate a device malfunction. A conclusive cause of the dislodgement/positioning difficulties could not be determined from the limited information available.

Manufacturer narrative:
A separate report has been filed on the dcs for the detachment complaint. This device remains implanted and therefore has not been returned to medtronic. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve¿s frame loops would not release from the delivery catheter system. The techniques recommended in the instructions for use were used, but also were unsuccessful. During the use of a snare to detach the valve from the dcs the valve moved from the targeted location and was implanted in the transverse aortic arch. The use of the snare also resulted in a cardiac tamponade due to a ventricular perforation. The patient was converted to an open heart surgery to repair the perforation. A second valve of the same size and model was successfully implanted. No subsequent adverse patient effects were reported.